Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) connected at load set with the previous nights bag connected which is a use error. The hp was trying to get a manual drain. The technical service representative (tsr) advised the hp to connect and either drain via continuous ambulatory peritoneal dialysis (capd) or load the hc with new disposables and drain in the initial drain. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.